Event description:
It was reported that rotation speed was unstable. A rotablator console was selected for use. During the procedure, the rotation speed was high. The procedure was successfully completed with this device. There was no patient complications and the patient was stable.